Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device. He confirmed the reported issue and found that the stirrer motor was blocked. He replaced the part and the issue was solved. Functional verification testing was completed without further issues and the unit was returned to service. It is very likely that a bearing damage led to the reported issue. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report stating that the heater cooler system 3t displayed an error on the patient circuit during setup. There was no patient involvement.